Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> device history reviewed. Four unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) released. Lot expiry date: 31 jul 2018. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial tray at cement to implant interface. Depuy cement was used. Doi: (B)(6) 2017. Dor: (B)(6) 2019, left knee.